Event description:
Underwent microdiscectomy and plif in '08 without complications. In the next day, c/o shortness of breath and confusion and a chest CT revealed a pe. An MRI of the brain was indicative of a left insular cortical stroke. Attempts to perform a tpa embolectomy were unsuccessful due to a tortuosus left carotid artery and an opteas birds nest filter was placed in the inferior vena cava below the level of the renal vein. A tee performed in the next day did demonstrated a patent foramen ovale and he was felt to have a neurologic embolism. About 3 days later, coumadin therapy was started. In the next day, while sitting in chair became anemic and resuscitation efforts were unsuccessful. Autopsy revealed filter present in right ventricular lumen. (See scanned page)